Event description:
It was reported that patient presented in clinic for follow-up. It was noted that implantable cardiac defibrillator (ICD) went into back up mode. The device was reset from backup mode. Patient condition was stable.